Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 15 noted during testing. No error 15 found in the history file. Device received with cracked keypad overlay on select button noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical block and inverse critical block did not add to zero alarm occurred twice. Customer's blood glucose was unknown. Customer stated that cracked in the insulin pump. Insulin pump will be returned for analysis.